Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer's blood glucose level was impacted, elevating from the 400-500 range (mg/dl). The customer delivered a correction bolus via the pump. Reportedly, the customer would continue use of the current pump for insulin therapy until the replacement pump was received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Subsequently, the pump was noted to shut down multiple times. The customer stated this was due to a low battery charge. The customer's blood glucose level was impacted, elevating from the 400-500 range (mg/dl) with moderate ketones. The customer delivered correction boluses via the pump. Reportedly, the customer would continue use of the current pump for insulin therapy until the replacement pump was received.